Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The supplier performed this eval. During the eval a review of quality reports was conducted and prior to distribution this device met all mfg and quality testing/inspection specifications. The catheter was also evaluated and the following observations noted: the catheter material is torn open 7cm from the tip. Blood is visible inside the tear, and all along the entire length of the unit. Blood has entered the electrical connector. A black suture is very tightly tied in place 12cm from the tip of the catheter. The unit is not functional. No testing was possible to perform. Based on the above eval, the supplier noted that the cause of failure appears to be improper use. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the microsensor is not working. As a result it was replaced.